Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "during the insertion of an arrow/teleflex epidural catheter, the tuohy needle from the kit bent during insertion. It was impossible to advance the catheter through it, so a kit with a different batch number was opened to attempt a second insertion. We noticed that the needle from the new kit had also bent, but this was only observed upon removal. The needle was abnormally malleable. There were no adverse consequences." Two needles bent. Associated mdrs: 3006425876-2026-00552.